Event description:
The fenestrated maryland bipolar instrument was returned with an unknown problem. No additional info was provided. No pt. Harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted tests and found the instrument to move intuitively in all directions with the grips opening and closing properly. The instrument also passed recognition and engagement testing. The grasping force is normal despite cables having been stretched due to normal wear and tear. Electrical continuity passed. Engineering also observed the main tube to have a 3" long section below the midpoint with material removed all around the tube. The damaged area is parallel to tube axis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow- up MDR will be submitted if additional info is received.